Event description:
Customer reports being unable to obtain a result due to an error on the aviva system. Customer reported low blood glucose symptoms when attempting to use the device. Customer had been using expired test strips. Customer was taken to the emergency room (ER) and tested 35 mg/dl on professional device; he was treated with an IV (contents unknown), and was released from the hospital a few hours later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.